Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal fortaz (ceftazidime) (dose, frequency, and duration not reported) and intraperitoneal ancef (cefazolin) (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. The patient continued intraperitoneal ceftazidime and intraperitoneal cefazolin outpatient. At the time of this report, the patient had recovered. The patient was retrained on proper aseptic technique. No additional information is available.